Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/07/2016 that on (B)(6) 2016, that the patient experienced a hypoglycemic event. Patient reported that he become incoherent and confused. Patient's spouse called 911. When emergency medical technicians (emts) arrived, his blood glucose (bg) was at 20 mg/dl. The emts administered an IV of glucose until patient reached a bg value of 86 mg/dl. Patient was not transported to the hospital. Patient reported that his spouse stated that the continuous glucose monitor (cgm) was not alerting because he removed his sensor due to his confusion. At the time of contact patient is good. No additional event or patient information is available.